Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical inc., (isi) followed up with the site's clinical sales representative (csr) and obtained the following additional information: the instrument initially broke and then had grasping issues.